Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she confirmed that the transformer fell apart in her hand while she was unplugging it after 2-1/2 months of use. She also indicated that she did not witness any smoke, fire or sparking, that an injury was not sustained as a result of the issue, and that she would return the product. However, as of the date of this report, the product has not been received. Though the product has not been received and evaluated, this type of failure is typically associated with dropping the unit onto hard surface or other type of sever impact. The original design testing involved dropping the unit a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should the original product be rec'd, resulting in new, changed or corrected info, a follow up report will be filed at that time.

Event description:
The customer reported to customer svc that the power cord for her breast pump "came apart where the screws are."